Manufacturer narrative:
Manufactures investigation conclusion: the account did not report any adverse events. The patient was transplanted on (B)(6) 2020. No product is available for investigation. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. No further information was provided. The relevant sections of the device history record for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16mar2016. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced of the patient's short-to-shield was reported under MFR# 2916596-2019-05809. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2020 the patient had short-to-shield that was not corrected with external repair. No additional information provided.